Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.501.110.05 (pack of 5 pieces), lot: l425802, manufacturing site: mezzovico, release to warehouse date: may 17, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The customer reported that the driver could not hold the screw. The analysis of returned screw has shown that the cruciform recess of the screw is indeed not correctly machined. Therefore the complaint is rated as confirmed and as a manufacturing related issue. A product issue was identified during the investigation of the sample received, and it will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: hwc. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during the surgery of open reduction and internal fixation (orif) for sternal fracture, when shaping the plate, the plate broke off into two pieces. Fragments were generated and easily removed. A new plate was used to complete the surgery. It was also reported that the driver could not hold the screw. The screw was checked, and it was noticed that the screw head was cross threaded and damaged. Another screw with the same driver was used. There was no surgical delay. There were no adverse consequences to the patient. Concomitant device reported: driver (part number unknown, lot unknown, quantity 1), ti sternal locking star plate-12 holes (part number 460.036, lot 17p1299, quantity 1), 3.0mm ti sternal lckng screw self-drilling/10mm (part number 04.501.110.05, lot l425802, quantity 1). This report involves one (1) 3.0mm ti sternal lckng screw self-drilling/10mm. This is report 2 of 2 for (B)(4).